Event description:
A healthcare professional reported an article titled "late-onset pigment dispersion glaucoma after phakic implantable collamer lens implantation". The article states the patient(s) experienced elevated iop, pigment dispersion, and shallowing of acd. Other surgical intervention was performed. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - describe event or problem: a healthcare professional reported an article titled "late-onset pigment dispersion glaucoma after phakic implantable collamer lens implantation". The article states the patient(s) experienced elevated iop, pigment dispersion, and shallowing of acd. Other surgical intervention was performed. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted. Claim#: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4)

Event description:
A healthcare professional reported an article titled "late-onset pigment dispersion glaucoma after phakic implantable collamer lens implantation". The article states the patient(s) experienced decreased visual acuity, visual field defect, pigment dispersion glaucoma, and elevated iop. Medication was administered. Lens was explanted. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.